Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the reservoir had air bubbles. The customer¿s blood glucose level was 400 mg/dl. During troubleshooting, air bubbles were noticed in the reservoirs, close to p-cap. Approximate size of air bubbles is big ones, bigger than soda pop. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. Air bubbles were successfully removed. Advised to monitor. The insulin pump will not be returned for analysis.